Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day) via an im plantable pump for unknown indications for use. It was reported that the last ¿4-5¿ times within the last year, they have had the pump filled and there had been more in the pump than expected. The patient stated that he just got it filled and it should have had 10 ml and got 15 ml. The agent reviewed that it was normal to have a leftover after a refill. The patient mentioned that they had an issue this last year where the pump was not giving him enough medicine at one time and the healthcare provider did a dye test and it seemed to be working. The patient services (pss) reviewed dye study to rule out any possible catheter problem. The pss reviewed logs to confirm pump function. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) indicated that a volume discrepancy occurred on (B)(6) 2024 and there was only one fill done in the reporting hcp's office. In regards to the cause of the volume discrepancies, the patient was not using his bolus and did not want to wait to fill because he "thought meds would go bad". On (B)(6) 2024, the expected reservoir volume was 10ml, the actual reservoir volume was 15ml, and the previously programmed and filled volume was 40ml. There were no actions or interventions taken to resolve the volume discrepancies. At the time of this report, the volume discrepancies were resolved.